Event description:
It was reported that the devices were used during a subtotal gastrectomy procedure. It was reported that during the procedure the surgeon attempted to close the stapler, the staples were not shaped. Another device was used to complete the case. There was no consequence to pt.